Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A global receiver functional test was performed, and it failed the speaker tests. Manual testing and was performed and failed. Drop testing and was performed and failed. The receiver case was opened for an interior inspection, and the old speaker was installed. Moisture damage was also observed during internal visual inspection, but it was found that this was not related to the complaint issue. Speaker resistance was measured and failed. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.